Event description:
Dealer stated that the end user reported that she was going down hill in her m41srr power chair, towards some water, when the chair slid. User was allegedly thrown from the chair, the chair turned over and the user allegedly broke her foot. End user reported that she felt that she was falling out of the seat before the accident happened. Dealer is uncertain how long ago this event took place. The dealer stated that the foot was not in a cast, user told the dealer that the foot was broken, then she said it was her ankle.